Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. A complete lead was returned in one piece measuring 58.2 cm for analysis. Final analysis found outer insulation and outer coil damage noted at 19.8 to 20.6 cm and 21.5 to 21.8 cm from connector pin, consistent with clavicle crush damage.

Event description:
This report is to advise of an event observed during analysis.